Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The rental dreamstation auto CPAP device was returned to a third-party service center as no longer needed. As a result of a third-party inspection, one error, e004, was found in the device log but was unable to replicate. In addition, no faults were found, and the filters, tubing, and manual were replaced. The device was tested and all testing passed. The device was sent to be put back into the loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The rental dreamstation auto CPAP device was returned to a third-party service center as no longer needed. As a result of a third-party inspection, one error, e004, was found in the device log but was unable to replicate. In addition, no faults were found, and the filters, tubing, and manual were replaced. The device was tested and all testing passed. The device was sent to be put back into the loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rental dreamstation auto CPAP device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.